Event description:
The MFR of a contact lens care cup for use with 3 percent hydrogen peroxide systems received a report from another country, that a lens cup cracked ("exploded") during neutralization. The cup "exploded and the lenses broke while the lenses was being treated". No pt injury occurred. The lens cup is not available for evaluation.

Manufacturer narrative:
The lens cup was not returned to the MFR for evaluation.